Event description:
Patient self tester reports discrepant results with meter compared to lab. Patient self adjusted coumadin dose on (B)(6) 2010, while travelling in (B)(6). Patient's target therapeutic range is 3.0-3.5.

Manufacturer narrative:
Investigation pending.